Event description:
It was reported the insulin pump alarmed empty battery while having two stripes on the battery icon. Customer replaced the battery and now none of the buttons were responding. Battery replaced again and no more reaction. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted. All operating currents were within specification. The insulin pump passed the self test. No unexpected low battery or off no power alarm was noted. The battery display icon functioned properly. No unexpected battery icon anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked display window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.